Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a persistent atrial fibrillation procedure in voxel mode, a tamponade in the left veins occurred. A pericardiocentesis was performed to stabilize the patient. During ablation, high impedance and high temperature was noted and the patient experienced a sudden drop in blood pressure. An echocardiogram was done which confirmed a cardiac tamponade. The physician believes the perforation occurred during the transseptal puncture. A pericardiocentesis was performed to stabilize the patient. There were no reported performance issues with any abbott device.